Event description:
During use a balloon broke after being inflated to less than 1. It was a boston scientific xxl vascular 14mm x 4cm 75 cm. Lot number 19515642. The balloon was removed fully intact when extracted from patient. There was no patient impact.